Manufacturer narrative:
Initial reporter address 1: (B)(6). (B)(4). The returned flexima biliary preloaded stent was analyzed, and a visual evaluation noted that guide catheter was detached, stretched and kinked. The stent remained attached to the delivery system. Additionally it was observed that the push catheter was kinked. No other issues with the device were noted. The reported event was confirmed. According to the product analysis, it is most likely that user manipulation, some technique applied during procedure and/or even anatomical factors could have caused the kinks on the push catheter, once the push catheter was kinked the user may have experienced difficulties to release the stent and pull out the guide catheter, as consequence of these difficulties the user may have applied an extra force or tension that ended stretching and kinking the guide catheter, at the end the guide catheter got detached due these conditions, therefore the stent couldn't be deployed. Therefore, adverse event related to procedure is selected as the most probable root cause for the complaint. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported to boston scientific corporation that an flexima biliary stent was used during an endoscopic retrograde cholangiopancreatography procedure in the common bile duct, performed on (B)(6) 2022. During procedure, when the physician attempted to deploy the stent, the guide catheter could not be withdrawn. Another flexima biliary stent was opened and successfully completed the procedure. There were no patient complications reported as a result of this event. This event has been deemed a reportable event based on the investigation finding of guide catheter detached/separated.